Event description:
A consumer reported via the manufacturer¿s representative (rep) they hadn¿t charged for over a year due to health issues so the device became overdischarged. It was noted the consumer denied any emi exposure other than possible electrocautery during a right knee replacement surgery last year. The rep. Met with the consumer and was unable to interrogate the implantable neurostimulator (ins) with the clinician programmer despite the correct antenna positioning. The rep. Then attempted to utilize the antenna locate feature five times to start a normal charging session, but was unsuccessful. The rep. Then initiated and completed five physician mode recharges, but was unsuccessful. Following this the rep. Informed the consumer they would require a battery replacement to resume stimulation if their insurance would authorize it. At the time of the report the issue wasn¿t resolved and it was unknown if surgical intervention was planned, but no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.